Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the connection between the needle and thread frequently breaks. He has used this product for many years and does not seem to have the same problem with any other product in the novosyn quick range (even with smaller thread sizes). He recently had to open 4 sutures for an operation because the thread came loose from the needle in a case where he normally only uses one suture. The surgeon mentioned that the needle came loose after the first pass through the tissue, which concerned him. The problem has occurred in several patients over the past two months, both male and female, of varying ages and weights. The surgeon uses these sutures with minor plastic procedures.